Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump was suspended. Customer's blood glucose at time of incident was 300 mg/dl. Customer doesn't exhibit symptoms of low blood glucose. The customer sensor value is 78 and suspend threshold limit is 300. It was explained the differences between sensor glucose versus blood glucose to the customer. The customer declined to troubleshoot for high blood glucose because she stated she change set already.